Manufacturer narrative:
The root cause of the broken pump connector dust cover on ic3800 was most likely related to excessive force during use. Correction in d9 as been updated accordingly. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An automated impella controller (aic) was being prepped for use when the team observed damage to the aic. The aic was replaced. The broken aic catheter port caused no harm or injury. Temporary delay during the exchange, however the exchange was performed with no consequence to the patient and support.